Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens, -08.00/+1.0/073 diopter, in the patient's right eye on (B)(6) 2015. On (B)(6) 2016, the lens was explanted due to excessive vaulting of the lens, glare/haloes, and a significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in the lens case/vial and there was clear surgical residue/ debris on product. Visual inspection found the lens optic torn and haptic broken/ bent. (B)(4).

Manufacturer narrative:
Work order search: one similar complaints were reported for units within the same lot. (B)(4).